Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Throughout the day on (B)(6) 2025, the patient¿s dexcom g7 cgm receiver consistently displayed downward-trending glucose levels. In response, the patient consumed orange juice and cookies in an effort to raise her blood glucose. Despite these interventions, the cgm continued to show a decline, with the last recorded cgm value at 56 mg/dl. At approximately 4:00 pm, concerned about her condition, the patient contacted emergency medical services. Upon arrival, paramedics performed a fingerstick blood glucose test, which revealed a value of 550 mg/dl, while the dexcom receiver displayed 80 mg/dl. The patient was transported to the hospital, where another fingerstick test showed a glucose level of 560 mg/dl. At that time, the dexcom receiver continued to display a significantly lower value of 55 mg/dl. No medications were administered until approximately 7:00 pm, when the patient received an insulin injection. A subsequent fingerstick test showed a decrease in glucose to 400 mg/dl. The patient then removed the malfunctioning dexcom sensor and applied a new one. By approximately 8:45 pm, the patient was discharged from the hospital. The following morning, around 8:00 am, her glucose levels returned to normal. At the time of this report, the patient stated that she was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm consistently displayed downward-trending glucose levels. The reported glucose values fall within the d zone of the parkes error grid when the emt checked. There was not a complete set of reported glucose values available to search within the parkes error grid calculator while the patient was checked at the hospital. No additional patient or event information is available.